Manufacturer narrative:
The information that provided in the event description date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that it was unknown whether the auto mode was active or inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s high blood glucose level was at the time of incident was 479 mg/dl and above 400 mg/dl. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.